Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : the device was reviewed by the supplier and bioengineering and report was received stating; it is unlikely that a potential product issue was present root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : deviations 2822 and 2857 are referenced on the batch history. On review of deviation 2822 it was found that it was related to a cleanline issue. There is no correlation with this deviation and the failure mode. On review of deviation 2857 it was found that it was related to an incorrect part number was issued to work order 2565739 and this batch 2673067 was reviewed as part of the investigation. There is no correlation with this deviation and the failure mode. Device history batch : 30 parts were manufactured per specification and all raw materials met specification. Device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fractured ceramic head, removed head and liner and revised hip to a coc articulation. Retained the cup and stem.